Event description:
Novofine 30g broke off [needle issue]. Case description: does the incident represent a serious public health area? No. This serious spontaneous case reported by a consumer from (B)(6), concerns a (B)(6) male patient who was treated with novofine 8 mm (30 g) (needle) on unknown dates for device therapy and experienced "novofine 30 g broke off" beginning on (B)(6) 2013. On (B)(6) 2013, a novofine 30 g (batch no: 12d08l) broke off in the patient's abdomen during use. The needle had been used for 3 times when the event occurred. On (B)(6) 2013, the patient underwent an operation, but the broken needle was not removed. Action taken to novofine 8 mm (30 g) (needle) was not reported. The overall outcome of event was reported as not recovered.